Event description:
While flushing white lumen of groshong, lumen broke about 1/2 way up line. Line was not pulled tightly or flushed vigorously. This is the second device to break within two days.

Event description:
While flushing white lumen of groshong, lumen broke about 1/2 way up line. Line was not pulled tightly or flushed vigorously. This is the second device to break within two days.